Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown screw/unknown lot number. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during a procedure removing a distal tibia plate, three 2.7 millimeter (mm) screws broke off in the distal tibia. The sales consultant said that the three screws shafts were left in the patient and the surgery was delayed 20 minutes. The 2.7 mm/3.5 variable angle lcp distal plate was removed successfully. The procedure and patient outcome was successfully completed. This report is 1 of 1 for com-(B)(4).